Event description:
It was reported that during the implant procedure the screw on the lead would not deploy. The physician made several attempts to get the helix to deploy and once it did, after too many turns, the impedance was high and there was intermittent capture. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant.